Event description:
I had a rotary cuff tear repaired on (B) (6) 2006 on my right shoulder and I had the mercaine pain pump; and a few months later, my arm got swollen very big. A bone scan was done and the results is as followed. Dose or amount: unk. Frequency: for 3-5 days. Dates of use: (B) (6) 2003 - (B) (6) 2003 - unk. Diagnosis or reason for use: rt rotary cuff repair.